Manufacturer narrative:
This report is associated with (B)(4) corega denture adhesive cream. Corega denture adhesive cream is marketed as super poligrip in the us.

Event description:
Pain in heart [cardiac pain], elevated blood pressure [increased blood pressure], extracystols [extrasystoles]. Case description: this case was reported by a consumer via local affiliate and described the occurrence of cardiac pain in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive cream) unknown for denture wearer. Concurrent medical conditions included drug allergy (dibromdicyanobutan, mixture of methyldibromo glutaronitrile phenoxyethanol -1,2 dibromo - 2,4- dicyanobutan-2-phenoxyethanol and euxyl-k400, merguard 2200, 2-phenoxyethanol, dektamer 38). Concomitant products included allopurinol, enalapril maleate + hydrochlorothiazide (co-renitec), trimetazidine hydrochloride (preductal), sotalol hydrochloride, cyanocobalamin + folic acid + magnesium + pyridoxine (cardiosan), esomeprazole magnesium (nexium), glucosamine (glucosamine pharma nord), enalapril maleate (renitec) and calcium carbonate, colecalciferol (calcistrong + d3). On (B)(6) 2018, the patient started corega denture adhesive cream. On (B)(6) 2018, an unknown time after starting corega denture adhesive cream, the patient experienced increased blood pressure and extrasystoles. On (B)(6) 2018, the patient experienced cardiac pain (serious criteria gsk medically significant). The patient was treated with nitroglycerine. On an unknown date, the outcome of the cardiac pain, increased blood pressure and extrasystoles were not reported. The reporter considered the cardiac pain, increased blood pressure and extrasystoles to be possibly related to corega denture adhesive cream. Additional details: the patient used corega cream (patient did not specify which corega cream product exactly).the patient used on sunday afternoon (brand manager assumed that it happened on (B)(6) 2018) at a friend's house 'a small amount' of corega cream. At 5 p.m. Blood pressure increased to 175 and patient felt extrasystols. During the night patient was feeling pain in the heart and blood pressure was again 174 (earlier it was 150), after that she called an ambulance. Brand manager understood from info from the patient that ambulance doctor did not give any injection nor gave any medication. After that the patient herself decided to take nitroglycerin for 3 consecutive days. For the emergency team the patient did not mention that the reaction might have been related to corega usage because she thought only on monday that it might possibly be related to corega usage. The patient was promised that gsk sends her corega patient information leaflets. The action taken was withdrawn and dechallenge was unknown.

Event description:
Case description: this case was reported by a consumer via local affiliate and described the occurrence of cardiac pain in a 77-year-old female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive cream) unknown for denture wearer. Concurrent medical conditions included drug allergy (dibromdicyanobutan, mixture of methyldibromo glutaronitrile phenoxyethanol -1,2 dibromo - 2,4- dicyanobutan-2-phenoxyethanol and euxyl-k400, merguard 2200, 2-phenoxyethanol, dektamer 38). Concomitant products included allopurinol, enalapril maleate + hydrochlorothiazide (co-renitec), trimetazidine hydrochloride (preductal), sotalol hydrochloride, cyanocobalamin + folic acid + magnesium + pyridoxine (cardiosan), esomeprazole magnesium (nexium), glucosamine (glucosamine pharma nord), enalapril maleate (renitec) and calcium carbonate, colecalciferol (calcistrong + d3). On (B)(6) 2018, the patient started corega denture adhesive cream. On (B)(6) 2018, an unknown time after starting corega denture adhesive cream, the patient experienced increased blood pressure and extrasystoles. On (B)(6) 2018, the patient experienced cardiac pain (serious criteria gsk medically significant). The patient was treated with nitroglycerine. On an unknown date, the outcome of the cardiac pain, increased blood pressure and extrasystoles were not reported. The reporter considered the cardiac pain, increased blood pressure and extrasystoles to be possibly related to corega denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient used corega cream (patient did not specify which corega cream product exactly).the patient used on sunday afternoon (brand manager assumed that it happened on 15 april 2018) at a friend's house 'a small amount' of corega cream. At 5 p.m. Blood pressure increased to 175 and patient felt extrasystols. During the night patient was feeling pain in the heart and blood pressure was again 174 (earlier it was 150), after that she called an ambulance. Brand manager understood from info from the patient that ambulance doctor did not give any injection nor gave any medication. After that the patient herself decided to take nitroglycerin for 3 consecutive days. For the emergency team the patient did not mention that the reaction might have been related to corega usage because she thought only on monday that it might possibly be related to corega usage. The patient was promised that gsk sends her corega patient information leaflets. The action taken was withdrawn and dechallenge was unknown. Follow up information received on 24 may 2018 concomitant products included calcium carbonate, colecalciferol, zinc gluconate (calcistrong). The reporter considered the cardiac pain, increased blood pressure and extrasystoles to be probably related to corega denture adhesive cream. The corega denture adhesive cream was discontinued (dechallenge unknown).